Manufacturer narrative:
There were no black smudges on the lcd screen noted. The pump passed the self test and the displacement test. The pump had a scratched keypad overlay, a cracked reservoir tube lip, and a minor scratched lcd window.(B)(4).

Event description:
The customer reported via phone call that he had a black smudges on the lcd screen. Customer was using an energizer aaa alkaline battery. Customer stated that the pump was not dropped or bumped. Customer stated that sometimes his blood glucose is 500 mg/dl. Customer treated with a bolus and stated that he contributes it to his lifestyle. Customer stated that he has a blood glucose of 1399 mg/dl prior to being placed on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.